Event description:
It was reported to philips that the machine failed to switch on during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised the customer to maintain temperature and humidity. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).